Event description:
During ablation procedure, md was only able to ablate two of three foci and felt that there was a malfunction with the mapping function. The signals from the balloon array did not correlate with the EKG signals.